Event description:
Boston scientific received information that during a routine device follow-up, interrogation exhibited an abrupt decrease of r-wave amplitude, to a current value of 2 mv: all impedance measurements were normal. Additionally, one tachycardia episode had been recorded within device memory, resulting in an inappropriate shock. A chest x-ray confirmed the right ventricular lead had dislodged and was located in right atrium. The patient underwent a successful lead repositioning. The patient was reported in stable condition with no adverse effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.